Manufacturer narrative:
Fiber analysis: the fiber glass cap was found to be fractured proximal to the fiber/cap fusion zone; the fiber proximal to the fracture was found to rotate independently of the metal cap. Detritus and devitrification were also observed at the output window. The identified issues would likely active the laser systems fiberlife function which will modulate the power showing a pulsing beam or the system will revert to standby mode. The fractured glass cap may also result in a forward-firing condition of the side-firing surgical fiber. The most probable root cause of the device issue was determined to be localized heat accumulation/user handling, due to anatomical/procedural fractures encountered during the procedure.

Event description:
It was reported that at 311,730 joules during a prostate procedure, the inner and outer fiber caps were observed to not be rotating together. The case was completed using a second fiber. Patient outcome: "no damages to the patient".